Manufacturer narrative:
Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 8282555. Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle broke off during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: son of a consumer reported needle broke off of his fathers skin after the injection. Incident date: (B)(6) 2019. They could not see the needle. Went to an ER. Still waiting for the xray report. They did not contact the doctor. He wanted to know the composition of the needle. Told him it is medically graded stainless steel. Item# 320109; lot# 8282555; expiration date: 2023-10-31. He has sample available.